Manufacturer narrative:
Insulin pump received with missing segments due to cracked and bleeding lcd glass. Insulin pump was unable to verify alarms due to missing segments. Insulin pump was received with cracked reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer's insulin pump had a spot of ink on the display window. The device is also alarming after battery changes. Customer's blood glucose was unknown. Nothing further reported.